Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. The actual device upon receipt included misago 2, r2p slenguide, and guide wire m. Misago 2 and guide wire m were stuck inside the r2p slenguide and could not be removed. To confirm the position of the distal end of misago 2, an x-ray fluoroscopic inspection of the lumen of the r2p slenguide was performed. It was found that the distal end of misago 2 was located approximately 45mm from the distal end of the r2p slenguide. Visual inspection of the actual r2p slenguide did not find any anomalies such as a fracture. It was found that guide wire m had protruded from the distal end of the r2p slenguide. Magnifying inspection of the distal end of the actual r2p slenguide found that the distal end had been deformed, torn, and abraded. Therefore, it was likely that some hard objects, such as stent or calcified lesion, came into contact with the involved section. Magnifying inspection of the shaft of the actual r2p slenguide found deformation at approximately 250mm, 745mm, 1035mm, and 1085mm from the distal end, and at the strain relief. Therefore, it was likely that compressive force was applied to the involved section. X-ray fluoroscopic inspection of the deformed section of the shaft of the actual r2p slenguide found that the lumen had been narrowed. In addition, the shaft had been elongated, and the reinforcement had been jumbled inside the strain relief, and it was also found that the lumen had been narrowed at the involved section. Therefore, it was likely that some pulling force was applied to the involved section, narrowing the lumen, and misago 2 and guide wire m could not be removed. The outer diameter of the actual r2p slenguide (normal section) was measured, meeting factory specifications with no anomalies found. The actual r2p slenguide was disassembled, and the actual misago 2 was taken out for visual inspection, revealing that the sliding part, where the stent was mounted, had been crushed. Magnifying inspection of the sliding part of the actual misago 2 found deformation at the distal end. Electron microscopic inspection of the sliding part of the actual misago 2 identified abrasion at the deformed section of the distal end. Based on investigation results 7 and 8, it was likely that a hard object, such as a stent or the inner wall of the r2p slenguide, came into contact with the involved section. X-ray fluoroscopic inspection of the release wire of the actual misago 2 did not find any anomalies such as deformation. The outer diameter of the shaft of the actual misago 2 (normal section) was measured, meeting factory specifications with no anomalies found. The actual r2p slenguide was disassembled, and the actual guide wire m was taken out for visual inspection, revealing no anomalies such as a fracture. Magnifying inspection of the actual guide wire m did not find any anomalies such as abrasion. After immersing the actual guide wire m in priming solution, its lubricity was confirmed by hand sensitivity, with no anomalies found. The outer diameter of the actual guide wire m (normal section) was measured, meeting factory specifications with no anomalies found. Regarding the actual r2p slenguide and actual misago 2, no anomalies were found in the manufacturing record and the shipping inspection record of the product with the involved product code and lot number. Additionally, no other similar reports from other facilities were found in the past complaint file for the product with the product code involved and lot number. Since the product code and lot number of the actual guide wire m were unknown, the manufacturing record and the shipping inspection record could not be investigated. Regarding guide wire m, no similar events due to manufacturing defects have occurred in the past two years. From past knowledge, the following mechanisms were inferred. When the misago 2 stent (distal end - center) was deployed at the femoral head, the misago 2 stent was deployed in the lumen of the r2p slenguide. The deployed misago 2 stent then got caught on the distal end and inner wall of the r2p slenguide, making it impossible to remove the r2p slenguide. A combination of the factory-retained 0.035-inch guidewire and factory-retained r2p slenguide was inserted into a transparent tube simulating a blood vessel. Then, a factory-retained misago was inserted into the r2p slenguide, and the sliding part (the section where the stent was mounted) of the misago was advanced approximately 5mm ahead of the distal end of the r2p slenguide. Clicking of the misago began, and the stent started to deploy after 8 clicks. By continuing to click, the stent was deployed in the lumen of the r2p slenguide. In that state, an attempt was made to remove the misago. The rear end side of the distal tip of the misago interfered with the stent and got caught on the inner wall of the distal end of the r2p slenguide. Based on the investigation and simulation test results, the following mechanisms were inferred as possible causes of this case, although the exact cause could not be clarified. When misago 2 was deployed from the distal end to the center of the stent at the femoral head, the deployed stent became trapped at the distal end and the inner wall of the distal end of the r2p slenguide, which was also trapped by a hard object, such as a calcified lesion. Consequently, the r2p slenguide got stuck. In this state, removal force was applied to the r2p slenguide, causing the shaft inside the strain relief of the r2p slenguide to elongate, narrowing the lumen at the involved section. The deformation in the r2p slenguide was inferred to have occurred due to the pushing and pulling forces when it got stuck with misago 2. Subsequently, an attempt was made to deploy the center to the rear end of the misago 2 stent in the r2p slenguide, but the sliding part of misago 2 got caught on a hard object, such as the inner wall of the r2p slenguide or the deployed stent, preventing the stent from being deployed. After this and the bailout, an attempt was made to remove misago 2. However, since the lumen of the shaft inside the strain relief of the r2p slenguide was narrow, misago 2 and guide wire m got stuck and could not be removed. Relevant instructions for use (IFU) reference: precautions pre-dilatation of the target vessel is recommended. A partially deployed stent cannot be repositioned or retracted into the sheath. Retraction or repositioning of a stent by force could cause deformation of the stent, damage to the blood vessel, and/or damage to the delivery catheter. The stent cannot be removed after implantation. Directions for use 3-6 to maintain the position of the delivery catheter while rotating the thumbwheel, grip the delivery catheter by hand at the operator side (proximal) of the intermediate shaft and do not move the delivery catheter at the operator side of the intermediate shaft. Directions for use 4-3 precautions deploy the stent completely, even if the delivery catheter bends and corrugates. (Removal of the delivery catheter prior to full deployment of the stent could cause the stent to deploy in an unexpected site.) As a guide, stent deployment commences on rolling back the thumbwheel 5-10 clicks for stents up to 100mm long and 10-15 clicks for stents at least 120mm long.

Event description:
The user facility reported that the device in question was used for iliac artery treatment via a radial approach. During the procedure, an attempt was made to deploy the stent; however, deployment ceased midway. Efforts to retrieve the misago stent were unsuccessful, as it became lodged within the r2p slenguide. Consequently, the entire system was removed. The event occurred intraoperatively. No harm to the patient was reported.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A historical investigation was conducted, and no anomalies were identified in either the manufacturing records or the product inspection records for the device associated with the involved product code. Additionally, there have been no previous reports of similar issues related to the same product code or lot number. (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).